Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for gastrectomy? - no information. What area of stomach was stapled? - no information. Was buttressing material used? - no. What other color cartridges were used? - gst60b. What device was used with these reloads? - pcee60a was used. What type of anastomosis was performed in initial procedure? - delta anastomosis was performed. Was this a partial or complete gastrectomy? - a partial gastrectomy. Were the loosely formed staples identified in initial procedure or only reoperation? - in the re-operation, dr. Who conducted the re-operation said there was the loosely formed staples. Was there any stapler performance issue at all during initial procedure? - no information. Dr. Who conducted the initial operation commented there was no problem the choose of blue cartridge. What was found during reoperation? -dr. Who conducted the re-operation said it was found that the staple line which had been completed at the first procedure was loosely formed. Was the patient bleeding or leaking gastric fluid? - no information. Additional information received: the first operation was performed february 2018. Pcee60a was used for the delta anastomosis between stomach and the duodenum. The patient was male and (B)(6). The surgeon explained to the patient¿s family about the difficulty of the surgery resulting from the patient¿s age. The family requested the operation and the first operation was performed. After the first operation, the patient was going well and restarted to have a meal. The score of the inflammatory reaction test on the blood decreased. Two (2) weeks after the operation, the patient vomited blood. The urgent treatment was performed by the duty doctor, and re-operation was performed. The comment by the surgeon of the first operation in charge follows: the blue cartridge was used since both target tissues of the stomach and the duodenum were thin, and dr. Thought there was no problem in selecting the cartridge. Considering from the result of the inflammatory reaction test on the blood and when the patient vomited blood was two weeks after the first operation, the patient¿s poor condition might be had caused by the case management after the first operation such drip infusion not by sutural failure. The surgeon who performed the re-operation commented that the sutural failure at the first operation because the stapled formed improperly. Necropsy was not performed. The information about the cause of death were not provided from the hospital.

Event description:
It was reported that during an open gastrectomy, the staple line was loosely formed. The device was used on the gastric remnant duodenum for the delta anastomosis. Two (2) days after the operation, the patient vomited blood, and the urgent re-operation was performed. Then, it was found that the staple line was loosely formed. Another competitive device was used to complete the case. After the re-operation, the patient did not get well and died. The patient is 90s. The surgeon commented that the event might have occurred due to mistake in selecting the staple height and the patient is old.